Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the pulse generator atrial set screw was stripped. The device was explanted and replaced. The patient remained asymptomatic.